Manufacturer narrative:
The device is to be returned. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Inside parts are broken, can no longer lower retaining pin. This was found during set inspection.

Event description:
Inside parts are broken, can no longer lower retaining pin. This was found during set inspection.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: upon visual inspection, surface scratches and discoloration are evident. Furthermore, the female hex on the central screw is stripped and rounded. A functionality test confirms that the central pin of the device fails to raise and lower properly and does not engage with the corresponding parts. Based on investigation, the root cause was attributed to a wear and user related issue. The incident occurred due to the hcps over-tightening the central screw, which led to the screw stripping. Additionally, multiple reprocessing cycles contributed to debris and micro-scratches along the central screw, resulting in improper fitting within the center of the proximal body trial. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.